Manufacturer narrative:
The insulin pump was unable to prime during the priming test due to protruded/loose drive support disk. There was no button error alarm on the insulin pump. The device was received with an intermittent button response due to moisture damage on the keypad trace. The insulin pump had minor scratches on the lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Event description:
Customer reported via phone call button error alarm, prime anomaly and cosmetic damage on the insulin pump. Customer's blood glucose level was 271 mg/dl. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.